Manufacturer narrative:
Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 377 mg/dl. Reportedly the pump was not delivering boluses as intended. Additionally, customer was using humalog supplies for over 48 hours. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin and saline. No information was provided regarding the release date; however, customer indicated the issue was resolved and no permanent damage was sustained.